Event description:
It was reported that a left ventricular (lv) lead encountered high impedance and thresholds. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event. The device was reprogrammed and in remains in use.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).